Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Part #thi81028. Lot #e20la2336. Supplier: (B)(4). Batch1: lot qty of 153 units were released on 03 mar 2021 with no discrepancies. No ncrs were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from poland reports an event as follows: it was reported that on (B)(6) 2023, due to improper installation of the implant it was not possible to insert the cage into the intervertebral space. Another frame type is used to complete the procedure. There was a surgical delay of 15 minutes. There were no reported patient consequences. This report is for a tlif-c hi 10mm 8deg 28/10. This is report 1 of 1 for (B)(4).